Event description:
During a coronary drug eluting stenting treatment procedure the stent balloon slipped out of the stent. Without success the physician attempted to advance a 20 x 2.75 mm taxus liberte' drug eluting stent to an unknown lesion with "local calcifiaction". During withdrawal, proximal to the lesion, the stent balloon slipped out of the stent so that only the proxiaml portion of the stent could be deployed. The physician then dilated the stent using a 1.5mm balloon and a 2.75mm balloon (unknown type). The pt condition was reported as satisfactory. Additional information has been requested. This product is only ous approved but it is similar to a marketed us device.